Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and report number 3005099803-2024-04800 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the scope stopped working and an error screen appeared. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04803 for the exalt model d scope and report number 3005099803-2024-04800 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the scope stopped working and an error screen appeared. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h11: the returned exalt model d scope was analyzed, during the functional test the scope was connected to the controller and it displayed image. After disassembling the device and measuring different points from the camera to the printed circuit board assembly (pcba), it was noted that the low voltage differential signaling cable was causing image lost depending on how the device camera was moved. A component failure was found that could have happened as a result of the scope's repeated movement. It was also observed that the image was unclear. It was seen that the camera was dirty, and remnants were blocking part of the camera affecting the visualization of the device. Once the camera was cleaned, the image was shown with no visual issues. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause selected is traced to component failure.